Manufacturer narrative:
The field service representative has replaced the mixing paddle. He checked proper alignment and operation; all were ok.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin I stat (short turn around time). The sample initially resulted as 0.38 ng/ml and this value was called immediately to the physician since it was a critical value. The sample was repeated at the same time the initial result was reported to the physician and the repeat value was <0.30 ng/ml. The customer believed the repeat result to be correct. The patient was not adversely affected by the event. The troponin I stat reagent lot number was 16563001 with an expiration date of 02/28/2013. The field service representative was not able to determine a cause. He states that the artificial media test passed, but the bcr2 counts mean was high. He found that the pinch tubing was crushed and less than a month old. He also states that the mixing paddle was bent substantially. He replaced the pinch tubing, straightened the mixing paddle, performed lfc cleaning times 2, and adjusted the pmt. He checked all adjustments and all were ok. The customer ran calibration and quality control with no issues.